Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. The patient is not receiving therapy and will likely require surgical intervention to address the issue.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received stating that surgical intervention took place where the ipg was explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Correction - surgery occurred on (B)(6) 2023 not (B)(6) 2023 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.